Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultramini meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began intermittently since (B)(6) 2012. The patient did not provide results during that time; however, on (B)(6) 2013, the patient reported a blood glucose result of "271 mg/dl" with the subject meter. The patient manages her diabetes with insulin (type/ amount not specified). Based on the alleged result, the patient reportedly increased her usual dose of insulin (amount not specified). Shortly after that, the patient claims she felt symptoms of sweat, blurred vision and shaking. Additional treatment was not specified. The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.